Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned. Analysis indicates: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of performance data collected from the device revealed an intermittent fluctuation of the battery voltage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned. Analysis indicates: inconclusive analysis with intermittent fluctuation of battery voltage.

Event description:
It was reported that the device "had an increased current drain". It was later reported that the device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device "had an increased current drain". It was later reported that the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device is in process; the results will be forwarded when available. Analysis of performance data collected from the device revealed an intermittent fluctuation of the battery voltage. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data (B)(4) collected from the device and have analyzed the data. (B)(4) battery voltage - see comment (B)(4) intermittent fluctuation of battery voltage.